Event description:
It was reported that the user experienced a hypoglycemic event while breastfeeding, with a lowest recorded blood glucose of 53 mg/dl, which was corrected with oral glucose in the form of juice; no assistance from others and no medical intervention were required. Symptoms included shakiness. Outcomes included resolution of the low without hospitalization or lasting effects. Investigation included troubleshooting and user education regarding low glucose management. Investigation of this case revealed no device malfunction or component issue and did not identify a definitive cause beyond the reported breastfeeding context. It was concluded, based on previously established findings for similar reports, that the cause was unclear and classified as hypoglycemia of unclear cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.